Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was returned to isi with no reported issue. The instrument was found to have a broken snake wrist cable at the distal end. The segment of the cable that contains the crimp was missing from the snake wrist, and the missing cable crimp was not returned with the instrument. As a result, the instrument could not move intuitively or engage properly with an in-house system. The other cables were not damaged. The snake wrist discs did not show any signs of damage. The housing was removed from the back end, and no damage was observed. The broken distal snake wrist cable is attributed to a component failure.

Event description:
It was reported that a fenestrated bipolar forceps instrument was defective. A backup instrument was used to proceed with the surgery. No additional information was provided. The procedure was completed with no reported injury. Follow-up was attempted to gather additional information, but the customer was not able to provide any additional details related to the returned instrument.